Event description:
During port flushing/line maintenance the bard safestep huber needle could not be de-accessed from the port in the usual way. The safety mechanism became stuck partway along needle shaft. The whole needle set had to be lifted out of the port without the benefit of the safety mechanism which left the needle tip exposed.